Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall in 2007, that part of the fetal scalp electrode broke off into the crown of the baby pt. Baby had shoulder dystocia. Baby was delivered on three days earlier. Shiny spiral was noticed in baby's head on the next day. Doctor removed with hemostats one day later. Patient tolerated well. It was noted that the removal of the fse was not how instructions for use indicate. They cut the wires then peel the wires to unscrew counterclockwise-wise for the fse to come out. In-servicing is scheduled the following month. Spiral was not immediately noticed due to swelling. Baby made full recovery.